Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The rv lead also exhibited varying impedance and had a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes and high numbers of short v-v intervals. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.